Event description:
Reported due to death. The jostent graftmaster was used for the treatment of a free perforation. The catheterization laboratory manager "thought the perforation was caused by a wire (brand unknown). The graftmaster stent was implanted and the "perforation was sealed with minimal leakage post deployment." While still in the catheterization laboratory, it was reported that the patient had "an acute inferior wall myocardial infarction with severe cardiogenic shock and was unable to maintain blood pressure and/or pulse." The patient expired.